Manufacturer narrative:
Submission date of this report: 6/1/1998. Mfg event ID: rpic 61200. H6. - the lot number provided by the reporter was the lot number of another device of the same type and same MFR that was in storage at the facility. It is unknown if this lot number is the same as the device in question. H6. = unable to perform functional testing.

Event description:
On 6/16/1998, the physician clarified his statement regarding migration of the tube into the peritoneal cavity. The physican stated the patient was endoscoped and the tube was in the wall of the stomach.